Event description:
It was reported that remote monitoring revealed intermittent atrial undersensing. The patient was in persistent atrial fibrillation. Recommended programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.